Event description:
Customer reported that the alarm sounds intermittently when in use. Customer is using this alarm alone with no assistance. There has been instances where the customer has fallen out of bed, as reported by her son. Additional info received by the son, who reports that he is using the alarm to alert him when his mother gets out of bed. His mother has gotten out of bed and the alarm has not always sounded, his mother has fallen and received some bruising. No serious injury has occurred.

Manufacturer narrative:
Results: eval of the returned unit found that the battery door is chipped at the edge and does not close securely. The reported issue is not confirmed. The unit was tested a total of three times at an interval of five minutes. No intermittency was observed during the tests. Unit still powered up despite the damage to the door and passed all functional tests. Note: the instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).